Event description:
An ophthalmic surgeon reported that the infusion cannula dislodged from the trocar during a vitrectomy procedure. The issue was resolved by replacing the product with a new one from the same lot. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).